Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a pcba heat stake post improperly formed. Root cause was determined to be manufacturing error. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 400 mg/dl after wearing the pod between 1 and 4 hours. Customer's insulin history is as follows: (B)(6). The pod was deactivated at 8:26pm and the customer was not sure if cannula was in.